Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an unspecified malfunction with the pediatric flexible neuro-endoscope. The scope was to be used in a neuroendoscopy procedure and during setup the issue caused a 15-minute delay. Another pediatric scope was used instead to complete the surgery. The item had just been returned from a repair and servicing, however, was noted as not functioning as intended. There was no serious injury to the patient or intervention required.

Manufacturer narrative:
No product at hand. No product available and therefore it is hardly possible to determine an exact conclusion and root causes. We assume that the causes of the failure is not product related. Unfortunately due to a lack of data and without the product we cannot determine the exact causes. If an investigation is required, the product should be provided for examination in the criticized condition. Furthermore according to sap the instrument was required ay ats and was sent back to the customer. No CAPA necessary.